Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: the suture broke during the case. No patient injury reported. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.